Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was seen by a manufacturer representative on (B)(6) 2014. The impedances were within normal limits . The patient was reprogrammed for better back coverage.

Event description:
It was reported that the cause of the shocking or jolting was unknown. The patient was doing well as far as the manufacturer representative was aware.

Event description:
It was reported that the patient had a shocking/jolting sensation. The action planned was that the patient was going to be seen on (B)(6), provided the patient got over their flu and could keep the appointment. No diagnostic testing or troubleshooting was performed but would be in the future. The patient noted that they ¿went to lie down in bed and got a sharp shooting/shocking pain where the battery was.¿ the patient had lost a lot of weight and been sick with the flu and not sure that had anything to do with it but it made her yell, ¿ouch!¿ the location of the issue or symptom was at the device pocket. Information regarding cause of event and patient outcome have been requested which were not reported regarding this event. If additional information is received, a follow-up report will be sent.